Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2011 during which the surgeon noted ¿extensive intra abdominal adhesions between the loop of the intestine and the mesh. These adhesions took more than half the operation to separate the bowel from the anterior abdominal wall and from the mesh.¿ it was reported that the patient underwent debridement of her infected abdominal wound on (B)(6) 2011 during which the surgeon noted ¿necrosis involving the edge of the wound especially on the left side.¿ it was reported that the patient underwent debridement of infected abdominal wound on (B)(6) 2011 during which the surgeon noted ¿that in the lower part of the abdomen, there was subcutaneous tissue that appeared to be necrotic. The necrotic tissue was debrided and wound vac was placed.¿ it was reported that the patient underwent an additional debridement of her infected abdominal wound on (B)(6) 2011 during which the surgeon noted ¿he cleaned out completely all of the necrotic tissue and a wound vac was placed.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, discomfort, stomach bulge, loss of appetite and extreme weight loss. No additional information is provided.